Manufacturer narrative:
Based on the initial escalation analysis, it was observed that there was noise in the sensor readings. At the time, the root cause could not be confirmed so it was advised to issue an RMA for the sensor so further investigation could be performed upon receipt of the sensor. The RMA was authorized but it is not yet received, therefore no further investigation could be performed at this time. As part of resolution, the RMA was authorized to offer the user a sensor replacement. H3. Device evaluated by manufacturer? No, not returned to manufacturer. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On june 17th 2021, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.